Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: on the received picture there is a synex w/large end-pl. Tan dblu visible which is separated in two parts and not broken as stated in the complaint description. Therefore, the complaint is rated as not confirmed. The review of the picture does not allow to any determination of any root cause. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation site: cq zuchwil. Selected flow: device interaction/functional. Visual inspection: the synex - implant was received in a assembled condition against of the received picture which is separated in two parts. Further investigation has shown that on the sleeve body some marks and dents are visible. The anodized layer is worn away at the damage, which indicates that it was caused post-manufacturing. Functional test: the function test at zuchwil customer quality was conducted with the result that the synex - implant is fully functional as per design intended. It was possible to extend and reduce the complained article as intended. The synex w/large end-pl h33-48 10° tan dblu is not broken as reported. Summary: the complaint is rated as unconfirmed for this synex w/large end-pl h33-48 10° tan dblu because the article is fully functional. However after investigation to the marks and dent visible is rated as confirmed for this complained article. The review of the device history record revealed that this implant was manufactured in january 2020. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted; visual and functional checked were performed per 100% after the assembly of the component parts. No manufacturing related issues that would have contributed to this complaint were found; this complaint condition is most likely due to inadequate handling. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "drawing/specification review: / dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: product code: 495.321; lot number: 36p7391; manufacturing site: mezzovico; release to warehouse date: jan 08, 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified.,product code: 495.321; lot number: 36p7391; manufacturing site: mezzovico; release to warehouse date: jan 08, 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) south as follows: it was reported on (B)(6) 2021 that the patient underwent for a procedure. During the procedure, the implant was broke-off. There is no information that how it was occurred. There was no fragment generation reported. It was unknown if the surgery completed successfully. There were no patient consequences reported. This complaint involves one (1) device. This report involves one (1) synex(tm) with large endplate 10 deg/33mm-48mm height. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product code: 495.321, lot number: 36p7391, manufacturing site: mezzovico, release to warehouse date: 08 jan 2020. A manufacturing record evaluation was performed for the not sterile device lot number, and no non-conformances were identified. On the received picture there is a synex w/large end-pl. Tan dblu visible which is separated in two parts and not broken as stated in the complaint description. Therefore, the complaint is rated as not confirmed. The review of the picture does not allow to any determination of any root cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.